Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Customer reported that the pump display had a cracked appearance, but customer confirmed that the pump touch screen was not cracked. Customer's blood glucose was 188 mg/dl. Reportedly, customer reverted to insulin pens as alternate insulin therapy.